Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified. 174 devices showed no evidence of a manufacturing non-conformance. 7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. 142 of 174 complaints (82%) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity. Scratches/kinks: 51/174 occurrences, or a rate of 29.3%. Calcification/scratches/kinks: 24/174 occurrences, or a rate of 13.8%. Calcification/scratches/kinks/tortuosity: 18/174 occurrences, or a rate of 10.3%. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14fr esheath is 5.5 mm. In this case, the exact cause of the difficulties encountered during the withdrawal of the delivery system and the sheath liner tear could not be determined. Investigation results suggest/indicate the procedure factors (manipulation of the devices), in addition to patient factors (access vessel mld 5.9mm with calcification) may have contributed to the vascular obstruction observed post procedure and the subsequent evt performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6) and through the post-marketing surveillance reporting system, during a transfemoral tavr procedure, a 23mm sapien 3 valve and delivery system were inserted without any resistance. The sapien 3 valve was deployed uneventfully. During the withdrawal of the delivery system, resistance was felt when the balloon was retracted into an esheath. It was also noted that in images, that the guide wire appeared to be outside of the esheath. It was determined that the esheath liner was torn. The delivery system and esheath were removed together. It was a case without contrast, so a lower extremity digital subtraction angiography (dsa) was not performed. No treatment was needed. Palpation of the dorsal artery was confirmed and the patient left the operation room in a stable. On the day of the procedure (the exact timing is not known), a vascular obstruction was observed. Endovascular treatment (evt) was performed. The patient¿s outcome was reported to be ¿recovered¿. The access vessel minimum luminal diameter (mld) measured 5.9mm with mild calcification and no tortuosity reported. The delivery system and esheath were discarded following the procedure. The valve remains implanted in the patient.